Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was down to her last supplies. Customer's blood glucose was 425 mg/dl. Customer reported she had already delivered bolus but blood glucose was still high. Customer experienced shortness of breath, slight headache and thirst. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.